Event description:
Medtronic received info that these bioprosthetic valves (double valve replacement) implanted 3 years, were explanted due to stenosis, secondary to thrombus formation. It was reported that at explant thrombus was adhered to all cusps of the aortic valve with fusion of one commissure. There was no obvious calcification or deterioration of the valve. The mitral valve had thrombus on all valve cusps along with minimal pannus. There was no obvious calcification or deterioration. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4): method - device history reviewed. Results - device history review found the product met specifications when released for distribution. Conclusion - cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this valve met all mfg specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a f/u report will be submitted.